Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states there is a leak in the insulin cartridge. No adverse event reported. A request was made for the return of the cartridge, replacement sent.